Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a depth gauge tip broke off intra-operatively while measuring for a screw and was retained in the patient. The fragment was left in situ since retrieval was unsuccessful. The procedure was delayed by approximately 20 minutes. Attempts have been made and no further information has been provided.